Event description:
It was reported that after a coronary artery drug eluting stenting treatment procedure, acute stent thrombosis occurred. Prior to the initial procedure, the patient presented to the emergency room due to four day history of substernal chest pain. The patient complained he was experiencing intermittent exertional chest pain associated with shortness of breath which occasionally radiated to his upper left extremities. The lesion was located in the left anterior descending (lad) artery. The vessel was pre-dilated with an unspecified balloon, and a taxus express2 2.50x16mm drug eluting stent was successfully implanted in the lad. The stent was post-dilated and the results were good. The patient was administered plavix, asa and integrilin. The next day while the patient was still in the hospital, he experienced chest pain which progressively worsened throughout the day. The patient was taken to the cardiac catheterization lab where angiography revealed a large thrombus in the mid portion of the previously placed taxus express2 des. The thrombus was aspirated with a rio aspiration catheter, ballooned with an unspecified balloon to 2.75mm and then a taxus express2 2.50x24mm des was implanted. There was excellent angiographic result without evidence of residual stenosis or thrombus through the stented segment and excellent antegrade flow in the distal lad. Additionally, angiography of the right coronary artery showed it to be widely patient. The patient was administered plavix, asa and integrilin. The patient's EKG is normal and is not experiencing chest pain. There were no additional reported patient complications.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 8687019 found that the device met its material, assembly and product specifications, at the time of release to distribution. All relevant personnel have been notified of this complaint. No further corrective action is planned at this time. We will however continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality.